Event description:
This is an intra-operative issue occurred in (B)(6). After final impaction of the delta tt cup, the surgeon noticed that 2 of the 3 caps (which are screwed in the cup shell, and can be unscrewed to apply the bone screws) were unintentionally unscrewed. The two caps have been tracked and removed before closing the patient.

Manufacturer narrative:
We checked the DHR of the delta tt cup involved (batch 201306143) without finding any dimensional anomaly on the cup and the caps. No anomalies have been detected also during the phase of screwing of the caps into the cup. These caps (3 for each cup) are screwed into the cup with a dynamometric screwdriver which applies a constant torque (1.2 nm). The cup involved remained implanted; nevertheless we received one of the 2 caps which were unintentionally unscrewed after the cup impaction. (B)(4). This operation did not cause any loosening or unscrewing of the cap, which remained well fixed into the cup; we had to energetically unscrew it with a screwdriver. The same functional test has been performed after screwing the cap only partially on the cup. This time, after beating the cup energetically and repeatedly, we noticed that the cap was unintentionally unscrewed, as happened during the surgery. The above double test allowed us to verify that the planned torque of 1.2 nm is safe and prevents the accidental unscrewing of the caps from the cup. Based on this analysis, we believe that this is an issue due to a human error. It's likely that the operator, when screwing the caps into the cup, applied a too low torque and this has caused the unintentional screwing of the caps during surgery. In july 2013, after becoming aware of another similar event, the operators responsible for screwing the caps into the cup have been sensitized, in order to reduce the risk of recurrence of such an issue. This cup was packaged in (B)(6) 2013, before the sensitization. No other signalling on this batch (201306143) have been received, and no further corrective actions have been planned at the moment. (B)(4). Moreover, other acetabular cups manufactured from limacorporate use these caps, and no other similar issues have been reported. The post-market surveillance data and our functional test confirm that the torque of 1.2 nm is safe and prevents the unintentional screwing of the caps. Limacorporate will keep monitoring the market.